Event description:
The customer requested a part number for a battery. The replacement of a battery could indicate a possible malfunction of the device. There was no report of patient incident.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.